Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable was unable to confirm the reported problem as testing was unable to be completed due to the damage of the cable. Cable failed visual inspection,two ground wires on the mvs end of the cable are broken / cut. Passed bench testing: continuity test passed, gbit test passed and the 100t test passed. Passed visual inspection.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The pendant displayed stand alone mode. There was no communication from the mobile view station (mvs) to the image acquisition system (ias).changed umbilical cable and pleora interface. Restored communication on the system. Rad and fluoro calibrations were completed. Neither of the replaced parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was in stand alone mode and could not be cleared. It was reported that there was an issue with the communication between the image acquisition system (ias) and mobile view station (mvs), which caused the system to enter stand alone mode. The system was rebooted 3 times without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect pleora interface was returned to the manufacturer for evaluation. Testing found that, when installed in a known operational system, the system would not ready communication. This confirmed an electrical failure due to a communication error.